Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to adjust the time setting on the pump for daylight savings time. The customer's blood glucose (bg) level was 415 (mg/dl) with moderate ketones. The customer was not feeling well as a result of the ketones. The contact stated the time issue may have contributed to the customer's elevated bg level. A bolus via the pump was delivered to address bg level. It was confirmed that the customer corrected the time setting.